Event description:
The customer reported that the system exhibited errors and intermittently locked up. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The systems interface pcb and passive backplane were evaluated and replaced. The system was tested and found to be working as intended and returned to service.